Manufacturer narrative:
Other relevant device(s) are: model: 9731203. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system was having difficulties connecting with the emitter. The emitter was showing a red line during registration. The system was re-booted and upon powering it on the same issue occurred. After reseating the power and communication cables to the axiem box the system recognized the emitter and the patient was registered. There was less then an hour delay to the procedure and no reported impact on the patient¿s outcome.